Manufacturer narrative:
One tracheostomy was returned for evaluation. Upon visual inspection, it was found to have a cut in the cuff. Leak testing of the device had detected a leak in the cuff. Magnification was used to note that a hole was observed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that the cuffs blew out on a smiths medical tracheotomy tube.